Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump battery was going bad after only 4 days and that the blood glucose ran low. The blood glucose reading was 32 mg/dl. The customer treated with juice and stated that he felt fine and that it was normal for him to be that low. The insulin pump was not replaced or returned for analysis.